Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the ipg site and was hospitalized. Signs of infection were redness and swelling. The physician does not believe the infection was device related. The patient underwent an ipg explant procedure and was placed on antibiotics.